Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported while using the 33310cc, the doctor tore the intestine and caused bleeding when grasping intestinal tissue. Instrument inspection revealed that the product surface was rough, which is prone to causing intestinal tissue bleeding during grasping. Furthermore it was stated it is intestinal tissue injury. The clinician believes that the injury may also be related to the patient's advanced age and fragile intestinal tissue, but this cannot be confirmed. Moreover, rc inspection revealed that the device surface was not significantly rough. The surgeon promptly performed suturing on the lacerated bowel tissue.

Manufacturer narrative:
Additional information: the affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).